Event description:
It was reported that the pt is unable to increase stimulation in one of the programs using the programmer. The pt is planning to meet with an sjm rep for reprogramming. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.